Manufacturer narrative:
The cause of the reported issue was due to the infusion set. Tandem does not manufacture infusion sets. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer's blood glucose (bg) level was high (460mg/dl). The customer went to the emergency room (ER). Insulin injections and intravenous fluids were administered to address the bg level. The cannula was removed and was found to be kinked. The ER staff suspected the cause of the high bg was due to an infection. The customer left the ER with a bg of 287 mg/dl and had felt better. The type of infusion set that was being used at the time of the event was not known.